Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device is implanted in patient.

Event description:
It was reported by a surgeon that a patient developed a post-surgical infection after a procedure with an implant. There are no additional details available at this time.

Event description:
It was reported by a surgeon that a patient developed a post-surgical infection after a procedure with an implant. There are no additional details available at this time.

Manufacturer narrative:
Due to the nature of the complaint, the observation stated in the reported event could not be confirmed. To gain more information about the complained event the ¿infection complaints _ checklist customer¿ ((B)(4)) was forwarded to the sales rep. The sales rep confirmed that the provided checklist is valid for all three reported events. It was specified that there were no anomalies regarding the undamaged status of the sterile packaging and/or the sterility of the product. The product was already sterile so no re-sterilization needed to be performed. The customer assumes that the stryker product was responsible for the infection because three infections at different hospitals were observed. Several courses of antibiotics were applied as treatment. The kind of infection could not be detected because no organism was isolated. Therefore, it could also not be confirmed if the organism that caused the infection is normally present on human skin. The patient had no infection prior to surgery and has also no history of infections or other diseases like virus infections. There was no infection existing in the hospital while the surgery took place. Prior to surgery antibiotics were prescribed, and 3-4 weeks passed after the surgery until the infection occurred. The hospital performs a routine follow up to monitor postoperative infections. The infection case could be treated successfully with antibiotics, no revision surgery was necessary. There were no infections at the affected hospital with stryker instruments or implants before or prior to those three reported events. Due to the missing catalog and lot number, the verification steps within the ¿infection complaints - checklist investigator¿ ((B)(4)), including an expanded investigation at the manufacturing plant stryker malvern (USA) could not be performed. With respect to a former infection complaint for a medpor product (pi 1134419), the following information was provided by the r&d medpor expert (vice president of concept development ): ¿usually, an infection at a medpor implant site is thought to be caused by either contamination of the implant during the initial surgery, especially from oral mucosa if it is an intraoral approach, or later contamination through a surgical wound dehiscence or exposure of the implant due to breakdown of the overlying tissue.¿ all given information was forwarded to the stryker health care professional, who agreed with the r&d medpor expert. Summarizing all obtained information, the root cause for this complaint could not be determined. Based on the investigation including a statistical analysis, the feedback from the customer, as well as, based on the assessment of the stryker health care professional, there is no indication for any systematic design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at that time. The complaint is added to the complaint trend.